Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the distal right coronary artery (drca). A 3x48mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. The des was removed with resistance met from the anatomy and a 3x38mm xience stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.